Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a friend/family member of a patient receiving bupivacaine (2.5 mg/ml, 0.5479 "ml per day") and dilaudid (20 mg/ml, 4.379 "ml per day") via an implantable pump for non-malignant pain. It was reported that last week, the patient had a refill and they noticed the estimated residual medication was lower than it should be, "which indicates there is something going on with the pump." No symptoms or patient complications were reported. The caller was redirected to follow up with their healthcare professional (hcp).